Event description:
It was reported that the patient with this ambicor penile prosthesis (app) experienced a device malfunction one year prior to the revision. It was also noted that one of the cylinders was broken in the middle of the cylinder. The app was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) experienced a device malfunction one year prior to the revision. It was also noted that one of the cylinders was broken in the middle of the cylinder. The app was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Cylinders 1 and 2 were microscopically examined, both had wear at a fold in the proximal end of the cylinder, and the krt was worn to the filament. The cylinder 1 did not pass the leakage testing performed. Cylinder 2 did pass the leakage testing. The pump passed visual and leakage testing.